Manufacturer narrative:
A visual inspection was performed on the returned device. The reported missing component (stent) was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported missing stent appears to be related to the operational context of the procedure, as it is likely that inadvertent mishandling during unpacking/preparation of the device or during sheath/stylet removal caused the reported missing component stent. Return analysis revealed that the stent crimp marks were noted on the balloon at the proximal and distal balloon markers and in the balloon working length, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath and stylet were not returned. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that after the 3.5x28mm xience alpine stent delivery system (sds) was removed from the package, no stent was observed on the delivery balloon. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.